Event description:
It was reported that the "set screw disengaged from tulip on mantis redux system."

Manufacturer narrative:
Method: complaint history analysis, visual inspection and risk assessment. Result: a thorough investigation of the blocker was not possible because the device is unavailable. Nevertheless evidence of misuse was indicated as a result of not using the counter torque tube. The counter torque tube is essential to the final tightening process because it ensures proper engagement of the blocker within the tulip. The blocker failure (blocker loosening leading to construct disengagement) was confirmed via x-ray and revision surgery was required. Complaint records were reviewed from march 2004 to august 8, 2013; the majority of the corresponding investigations indicated insufficient blocker tightening as the most likely cause of post-operative disengagement. If any additional information could be obtained, the complaint can be reopened and reevaluated. Conclusion: as the device was not returned a definite conclusion cannot be stated. However, the most probable cause for the failure is insufficient blocker tightening i.e. The xia blockers were not tightened to 12nm by the surgeon, despite instructions to this effect in the mantis surgical technique guide.

Manufacturer narrative:
Hospital is not allowing release of the product.

Event description:
It was reported that the "set screw disengaged from tulip on mantis redux system."